Manufacturer narrative:
(B)(4) - the product referred to in the event description is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. Method: one of the breathing circuits was returned and was electrically tested. Results: the heater wire in the inspiratory tube was an electrical open circuit. The break in the circuit was located between the heater wire and one of the heater wire pins. A lot check revealed no other similar complaints for this lot number. Conclusion: electrical open circuits in heater wires are often associated with improper crimping of the heater wire during production. All breathing circuits are electrically tested during production and those that fail are rejected. This suggests the heater wire became an open circuit post production, possibly as a result of a weak crimp connection. An open circuit heater wire does not preclude ventilation of the pt, but prevents the heating of the gas delivered. This is not considered to be a high risk over a short period. (B)(4)

Event description:
A hospital in (B)(6) reported via our distributor that an rt106 adult breathing circuit became an electrical open circuit during use. The hospital staff then exchanged it for a new one with the same lot number. They further reported the second rt106 breathing circuit was also an open circuit, and that the heater wire alarm kept going off. Since the hospital staff could not solve the problem even after replacing circuits, they exchanged the temp probe, the heater wire adaptor, and the mr850 humidifier. Finally, the hospital staff replaced the breathing circuit again for one with a different lot number and this stopped the alarm. It was reported that this process took place over a period of two hours. The hospital further reported that the pt passed away soon after this event. The hospital stated they think this event was not the direct reason of the pt death.